Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to change out the infusion set. Customer stated that they use the sensor feature on the insulin pump and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 247 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.